Event description:
The home patient (hp) contacted a technical service representative (tsr) and reported abdominal distention, as if she were overfilled with fluid, during dwell 1 using the homechoice automated peritoneal dialysis (apd) system. The incident was reviewed over the phone with the tsr, who verbally assisted the hp to perform a manual drain. The hp removed 2698mls of fluid, which was 698mls greater than the last fill volume received of 2000mls. The initial drain volume was 227mls. The cycler was programmed for total volume = 11500mls, therapy time = 10 hrs, fill volume = 2000mls , last fill = 0mls, dextrose = same , initial drain alarm setpoint= 0mls, last manual drain= no. The hp was using 2.5% dextrose concentration solution during the therapy. The tsr subsequently swapped the customer's device. There was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B) (4): customer sample received; however, evaluation not yet completed.